Manufacturer narrative:
A partial lead (distal end) was returned in one piece, electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at the time of explant. The field report of high lead impedance was not confirmed.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
During follow up, it was noted that impedance measurements fluctuated over the last several months. There were no anomalies noted on x-ray. The lead was explanted and replaced and the patient is in stable condition.